Event description:
Note: date of event and procedure dates are unk. It was reported to boston scientific corp on (B)(6) 2009, that an alliance ii integrated inflation system device was used during an esophagogastroduodenoscopy procedure. According to the complainant, during the procedure, while attempting to inflate the balloon, the physician had difficulty maintaining inflation pressures and in some cases simply being able to deflate the balloon to second and third sizes. The gauge on the alliance inflation syringe was reading inaccurately. The needle moved and the syringe was not leaking. There was no damage to the device and no problem with the balloons. The procedure was completed with another alliance ii integrated inflation system device. There were no pt complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unk. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. (B)(4).